Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and six shocks for an unknown rhythm. Technical services (ts) noted that the nature of the rhythm could not be established since this is a single chamber device. The patient was stated to feel fine. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.